Event description:
Upon further review, it has been determined that the event is not MDR reportable. There has been no report of serious injury or malfunction. Initial MDR is not applicable.

Manufacturer narrative:
B5 - upon further review, it has been determined that the event is not MDR reportable. There has been no report of serious injury or malfunction. Initial MDR is not applicable. Claim# (B)(4).

Manufacturer narrative:
B5 - a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. At a later date, the lens was exchanged for a shorter length lens. Cause of the event was reported as unknown. The problem was resolved. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. At a later date, the lens was exchanged for a shorter length lens. Cause of the event was reported as unknown. The problem was resolved.

Manufacturer narrative:
Claim# (B)(4).

Event description:
A facility representitive reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. Due to excessive vault, the lens was explanted and replaced at a later date. The lens was replaced for a shorter length lens. Cause of the event was reported as unknown. The problem was resolved. It has been noted that the surgeon selected a different size lens than that initally suggested by the icl calculation software. Therefore there is no enough safety and effectivness data to support implantation in this patient category.